Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 7:50 am. The patient reported obtaining alleged inaccurate high results of ¿145 and 172 mg/dl¿ with the subject meter. The patient claimed that at the time of the alleged issue, he felt ¿dizzy, began to sweat and had blurred vision.¿ the patient manages his diabetes with humulin insulin on a self-adjusting dose. The patient reported administering 20 units of insulin in response to the alleged issue. The patient stated that at 8:45 am, he obtained a result of ¿50 mg/dl¿ with the subject meter which was correct with how he was feeling. He then drank sugar solution, ate breakfast and felt better after. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.